Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the smart remote manager kept failing while trying to remove medications. The customer stated that there was no delay, but the malfunction occurred when the user tried to issue medication to the patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates tothe customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the smart remote manager kept failing while trying to remove medications because the micro switches had some minor corrosion. A field service engineer (fse) cleaned the micro switches and tightened the connections. The fse calibrated the smart remote manager using temperature probe #103388. The temperature of the smart remote manager read 40, while the probe was +/-2 at 40.8. The fse applied a new calibration sticker to resolve the issue. The system functioned as intended after the field service engineer repaired the device.